Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1562 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral-popliteal using cross over access. The 3.0x28mm xience prime btk stent delivery system separated during use. Surgical intervention was performed to extract the separated part. There was a reported delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the lesion was moderately calcified. Anatomical resistance was noted during the advancement of the 3.0x28mm xience prime btk stent delivery system (sds). No additional devices were used to treat the lesion after the surgical intervention to remove the separated portion. It was confirmed that no part of the sds remained in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Device codes: 2920 labeled. Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure, as it is likely the device interacted moderately calcified lesion causing the reported physical resistance and subsequent detachment of a device component (shaft separation) with the treatment of additional therapy/non-surgical treatment delayed and surgical procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.